Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was placed close to the base of the spine and caused rubbing in the pocket, swelling, and discomfort. The patient had a revision done where the ins was moved up into the lower back area, which resolved the issue. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain.

Event description:
Additional information was received from the patient. It was reported that the ins being implanted right next to the vertebrae caused her pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the implant had to be moved, it was put in a position that it could not stay and the healthcare provider had to move it. The patient stated that it worked fine but it was causing infection around the site.